Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer acknowledged that previous off-label insulin handling, due to adding or removing insulin outside of the load sequence might have contributed to the alarms, and after changing supplies as necessary, successfully resumed insulin therapy.